Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap cap, and septum for anomalies; none were found. Ran occlusion test using a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 314 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer was advised changing reservoir resolved the issue. Customer was advised to reservoir was occluded. The customer was advised to return the reservoir.